Event description:
New information received that the dislodgement of the right ventricle lead was associated with failure to capture and failure to sense.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient presented to clinic for follow up, the right ventricle (rv) lead was dislodged as confirmed by chest x-ray. The rv lead was explanted and replaced. The patient was stable throughout.